Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred and surgery was performed. (B)(6) 2010 - the patient presented with indigestion like symptoms. Cardiolite stress test revealed lateral wall ischemia and was the patient was subsequently diagnosed with stable angina. The index procedure treated three target lesions, one in the distal left circumflex (lcx) artery and one in the distal right coronary artery (rca). Pre-dilatation and placement of taxus liberte stents was performed, with 0% residual stenosis. The third target lesion was a de novo lesion located in proximal rca with 75% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The third target lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent, with 0% residual stenosis. The subject was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with recurrent episodes of chest pain with moderate exertion which was progressive, and experienced chest pain while walking a short distance. Nuclear stress test revealed ischemia in lateral wall. (B)(6) 2012 - coronary angiography revealed 50% focal in-stent restenosis in the proximal rca. Coronary artery bypass graft was performed from the left internal mammary artery to the lad. The 80% stenosed proximal left circumflex artery was treated with saphenous vein graft (svg) from the aorta to the first obtuse marginal branch with 80% residual stenosis. The 50% focal in-stent restenosis in the proximal rca was treated with svg from the aorta to the distal rca. Six days later, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).